Event description:
The account alleged the brakes on the bed would not hold totally at the foot end. No injury reported.

Manufacturer narrative:
Technician found the brake casters were worn at the foot end of bed. Replaced all brake casters to resolve the issue.